Event description:
No strings in tampons [device physical property issue]. Case description: consumer reported via email that there are no strings in the tampons from this duo pack. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
No strings in tampons [device physical property issue] case narrative: consumer reported via email that there are no strings in the tampons from this duo pack. No injury was reported